Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) of 2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a folfusor sv (small volume) 2.5 ml/h ndehp ruptured during filling; further described as, ¿when 55 ml fluid was in the pump the bladder ruptured.¿ there was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured between november 4, 2019 to november 5, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.